Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for the self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation. This information was received from one source. The malfunctions did not involve a patient. The patient's age, weight, and gender were not provided.